Event description:
It was reported that when the dressing was exchanged on the 4th day of npwt utilizing a pico 7, all the indicator lamps illuminated and the pump did not restart working. The treatment was continued with a backup device. No patient harm. No delay was reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment has been returned and evaluated, establishing a relationship with the reported event. A visual inspection reported no visual issues. When fresh batteries were inserted all lights were solidly illuminated and the pump did not function. This confirmed the device entered a non-recoverable error state. The device functioned for 63 hours before entering a error state because the voltage was out of range. A component failure has been identified as the root cause. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.